Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage from the scope connector (s-connector) caused by deformation, and leakage from the biopsy channel. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus evis exera ii duodenovideoscope, had the albarran rope broken. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the connecting tube and forceps elevator have foreign material, forceps elevator has a leakage. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: right/left knob has a scratch; air/water cylinder has no color; suction cylinder has no color; control unit has a crack; forceps channel port has corrosion; due to deformation of scope connector, water tightness is lost; light guide cover glass is deformed; due to deformation of knob wire, forceps lever makes noise when moved; distal end has discoloration; connecting tube has foreign objects; due to annual inspection, parts must be replaced; water tightness of forceps elevator is lost; forceps elevator has foreign material; there is corrosion around forceps elevator; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.